Event description:
Additional information was received. It was reported that the stent graft has now migrated 3-4cm down and a proximal type I endoleak is now present. Per the physician, the cause of the migration leading to the proximal type I endoleak is unknown. Currently, the right common iliac is 3.7cm and the left common iliac artery is 3.8cm in diameter. The proximal neck is 29-30mm in diameter and is 26mm in length. No intervention has been performed as the patient has declined further treatment.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 5.5 cm long at time of implant. The remainder of the vessel morphology from the time of implant is unknown. There were no complications from the time of implant. At a routine follow-up visit it was noted that there is no type I endoleak, but there is an ima and accessory renal that are contributing to what is seen as a type ii endoleak. Also, the stent graft is 12-15 mm below the renal arteries (migrated stent graft), but there is a very long seal zone. The decision was made to coil the ima. No intervention has been performed for the stent graft as there was a long seal zone and no endoleak. No additional clinical sequelae were reported and the patient is fine. The review of returned films post-implant showed that the stent graft was 1.5cm below the left renal. The aortic neck was long. The proximal aortic neck diameter was 28mm just below the renal arteries. The stent graft od measured 25-27mm (10mm below the renals), and 28-29mm (2cm below the renals). The ipsilateral limb was implanted on the left side. The aaa diameter measured 6cm. There was a likely type ii endoleak within the aaa sac. The stent graft is patent with no visible kinks. The cause of the migration could not be determined. Aneurysm morphology and stent graft configuration at implant was not provided.

Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Manufacturer narrative:
(B)(4).